Event description:
It was reported that the patient had inappropriate shocks and went to visit the doctor. The presenting electrograms had some myopotential noise and reduced intrinsic amplitudes. The device sensing vector was set to the primary sensing vector. Technical services advised some options with the caller. There were no additional adverse patient effects. The system remains implanted.